Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition was encountered with the patient's implantable neurostimulator. No further details, patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.